Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery contacts were compressed, the keyboard was scratched, the liquid crystal display, main printed circuit board and the heart lead flex were corroded and that the encoder flex was out of specification, the atrial output was unable to be adjusted. It was noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).